Event description:
A malfunction alarm occurred with the customer's pump, reported by an international distributor in france. The customer's blood glucose level was recorded at 246 mg/dl, which was provided as part of the event details. Due to the malfunction, the pump started but was immediately recognized as faulty, preventing access. A replacement pump has been arranged. No additional information was available regarding the patient's demographics or healthcare facility involvement.